Event description:
It was reported that the cartridge was loose and dislodged from the pump. Customer's blood glucose level was 243 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.